Event description:
It was reported that during an unk procedure, the two anterior staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Indicator wheel failure. Eval summary: the analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.